Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that all impedances were within normal limits. All programs were tried using the patient programmer and the patient was pleased with coverage and relief. The patient's recharger was used and instigated recharging on all groups, was unable to get the same response of her complaint. The patient was receiving effective therapy. The patient was to call with further problems or concerns and the company representative has not heard from her.

Event description:
It was reported that the patient felt pain and shocking in her side and ribs while charging. It was stated that after the implant procedure everything had been working fine. It was noted that when the patient would stop recharging the pain would go away. It was also noted that if the patient would turn off her implantable neurostimulator (ins) while recharging, the pain would go away. It was stated that when not recharging, everything would work fine. No new information received. Additional information received reported that the patient was unable to adjust her stimulation with the patient programmer whether the antenna was attached or not. It was stated that the patient could not initially see the other programs available to her, but after instruction was able switch to program ¿b.¿ it was noted that after switching to program b, the patient programmer lost connection to the ins. It was noted that new batteries were tried, but the patient was still unable to connect to the ins with the patient programmer. It was stated that the patient had stimulation in the wrong location. It was further stated that the patient was not feeling stimulation in her lower back, but was feeling the stimulation in her chest while on program b. It was noted that the patient was receiving a shocking/jolting sensation. It was stated that ¿the other day,¿ while the patient was connected to her ins with her recharger, she had pressed the recharger¿s ¿off¿ button and was shocked. It was noted that the patient was having trouble connecting her recharger to her ins and could not get good coupling. Additional information received reported that the patient programmer had been showing a ¿poor communication¿ screen. Additional information received reported that a manufacturer representative had met with the patient on the day of this report and w as able to get her ¿synched up¿ on the 1st attempt. It was noted that the patient had been switched to program ¿c,¿ which was targeting her lumbar area very well. It was stated that the patient was able to recharge without any untoward effects.